Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Patient reported right side "infected with flesh eating bacteria". Patient was treated with vancomycin and 2000 mgs of dicloxacillin. There is insufficient information related to the allegations of ¿so much tissue died¿ and ¿brain injury¿ to provide harm, severity, or causality at this time. The device status is unknown.

Manufacturer narrative:
The event of "bacterial infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bacterial infection.

Event description:
Patient reported "infected w flesh eating bacteria" and "brain injury". This record is for the right side. The device remains implanted.